Manufacturer narrative:
Analysis investigations confirmed but did not confirm the customer reported complaint. Failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. For clarification, the instrument was found to have a blade dislodged via remotefe logs. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. The knife slot test passed at 0.028. The instrument was placed on the in-house system and passed self-test on all three attempts. Remotefe logs showed 1 blade exposed failures. The root cause of dislodged instrument blades is typically attributed to the user. Failure analysis found the secondary failure of dislodged ceramic dot be related to the customer reported complaint. The instrument was also found to have 1 proximal jaw ceramic dot dislodged from the grip tips. Jaw ceramic dots #1 measuring approximately 0.040" in size was not returned. The ceramic dot swipe test was scratch marks were observed at the jaws near the ceramic dot location. The root cause is typically attributed to user. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not working correctly. The procedure was completed with no reported injury.